Manufacturer narrative:
Dtbb1d1 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during stored atrial tachycardia/atrial fibrillation (at/af) electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.